Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A health care professional reported that the patient fell shortly after the implant surgery, leading to serum buildup/seroma. The location of serum buildup is unknown. The fluid was drained and aspirate multiple times. The patient's pump was also reported to be flipping and required manual manipulation to refill the pump reservoir or reprogram the pump. A revision surgery was performed on (B)(6) 2016 to resolve the issue of pump movement within the pump pocket.

Manufacturer narrative:
Section b5 and h6: updated with event updates. Sections h5 and h8: updated with corrected information. Corrected g8 per request of FDA, dated 10/sep/2020. Internal complaint number: (B)(4).

Event description:
A health care professional reported that the patient's pump was observed to have flipped in the pump pocket a second time. The patient experienced increased pain at the intrathecal site during the event. A pump pocket revision surgery was performed on 5/15/17. The patient also developed another seroma on 2/20/17, which was drained on the same day.